Event description:
The following has been reported: customer reported: pump problem alarm. Nurse reports she primed a new set, programmed the pump and as soon as she pressed "start" she received a pump problem alarm no reported patient harm. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for investigation. This unit had a som crash and upon review of the log files this occurred when the pump was not yet running 5.9.2 or later software. Now that the pump is running such software, the crash cannot be replicated during normal testing. The pump was able to pass mock infusions without issue.

Manufacturer narrative:
Corrected section d to match gudid.